Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that yesterday, they could not get a bolus. The patient stated that they thought they got one bolus and every other time they tried. The personal therapy manager (ptm) would say it could not connect, and they would press retry and made sure the ptm was on, and the communicator was on the pump. The handset was blinking, and it just would not connect. The handset got stuck at 90% and took long time to connect to get the bolus. The patient gets 6 bolus a day. The patient stated that they hate the samsung device. The patient asked how to use the clock on the handset. The agent asked for the communicator serial number and the patient said she used a different case than what medtronic provided, and she could not get to communicator to see the serial number. The agent asked patient to navigate the handset to see the communicator information and patient could not find the information. The agent assisted patient with resetting the communicator and handset. The agent assisted patient with clearing data. Patient was able to successfully connect to the pump. The troubleshooting steps that were taken on the call resolved the issue. The agent warm transfer the patient to healthcare information technology (hcit) for clock instructions.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.